Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the caller noticed a recent increase in spasticity. The caller attempted to communicate with either ins, but the caller was unable to establish communication. The caller moved to a different area of the room, moved the controller, and changed batteries, but they were still unable to establish communication. There were no further complications reported.